Event description:
The surgeon reported a problem with the vanguard lap-band system. The vg band appeared to have leak around the band when examined under fluoroscopy, injecting radio-opaque dye into band. Per the surgeon "the stainless steel connector was eroding through the tubing where it was connected to the port."

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."